Event description:
Chronic/permanent swelling after injections, swelling did not subside, face puffed up and did not go down until injected with steroid shots which only kept the swelling down temporarily. Swelling came back a few months after shots. FDA safety report ID # (B)(4).